Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked below the bumper pad. There was no damage found to the returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with the returned battery cap and no power interruptions were duplicated. The returned battery cap contact measurements were within specifications. There was no evidence of internal moisture or damage to the power circuit found. The complaint was verified in the history but could not be duplicated during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.